Event description:
Physician reports bard multiband ligator failed to deploy properly, the band did not ligate tightly enough to hold varix, causing varix to rupture pt to begin profuse bleeding and aspiration leading to aspiration pneumonitis. Pt remains in ICU, vent dependent. Co could not duplicate this problem during a trial of band ligator. The second kit md reports the "wire broke". Md states the deployment problem has occurred previously but without adverse outcome to other pt.